Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device was missing the blue ring. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device was missing the blue ring. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Evaluation conclusion: the device has been discarded by the manufacturer.